Event description:
It was reported that the patient never had therapeutic effect. The trial worked wonders but the implant hadn't helped at all. The patient tried at the beginning and got to a point where it was "all right" but it had never helped. The healthcare provider wanted to do an MRI of the patient's back related to the device. It was noted that the device had never worked and the patient was still running to the bathroom like a "sun of a gun". The physician wanted to do an MRI to see why. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v660709, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from their doctor and their concerns were not resolved. It was stated, the doctor could ¿not help any further.¿ it again stated, the device ¿did not work¿ and it was ¿not successful.¿ it was indicated the patient had not sought further help after meeting with their doctor.

Manufacturer narrative:
(B)(4).